Event description:
It was reported that during an infusion, a spectrum pump had a system error 107. The therapy was continued with a different spectrum pump. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced. System error 107 was confirmed and caused by a failed upper auxiliary assembly. The failed upper auxiliary assembly was replaced.